Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, g2.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Later healthcare professional reported "capsular contracture", baker grade IV. Patient later reported "pain due to capsular contracture". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Later healthcare professional reported "capsular contracture", baker grade IV. This record is for the right side. The device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture", baker grade IV.